Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was unable to interrogate devices. The programmer will be returned for repair. No patient complications have been reported as a result of this event.